Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated. The batteries were replaced and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot. There was no patient injury or death reported.